Event description:
The patient presented with a stenosis that was at the proximal anastomosis of a previously implanted a-v graft (unknown manufacturer). The physician planned to place a gore hybrid vascular graft from the existing av access graft to the subclavian artery. Using a peel-away sheath, the first hybrid graft (8mm, lot #10430693) was advanced over the wire. The hybrid graft could not be advanced through the previously implanted a-v graft. The hybrid graft was removed and it was found the distal tip of the nitinol reinforced section had expanded slightly. The second hybrid graft (7mm, lot#10400126) was advanced. The second hybrid graft could not be advanced through the previously implanted a-v graft. When the graft was removed, the distal tip of the nitinol reinforced section had also expanded. Two gore hybrid vascular grafts were used in this same procedure.

Manufacturer narrative:
Two devices were used in the same procedure/ same patient. See manufacturing report #2017233-2012-00729. Review of device manufacturing record history confirmed devices met pre-release specifications. The engineering evaluation states the examination found no anomalies attributable to the manufacture of the devices.